Event description:
It was reported that approximately one month post implantation of a 3.0 x 12 mm graftmaster stent to treat a perforation in the mid left anterior descending artery (lad), the 3.0 x 12 mm graftmaster was noted to be occluded. An unspecified guide wire was attempted to be crossed to treat the occlusion, but was unsuccessful. The perforation, which had been previously sealed by implanting the 3.0 x 12 mm graftmaster, became re-opened during this attempt to cross the unspecified guide wire. To treat the perforation, a 3.0 x 16 mm graftmaster was attempted, but could not cross through the previously placed 3.0 x 12 mm graftmaster stent. The perforation was sealed by prolonged balloon inflations with and implantation of another stent to treat the occlusion of the 3.0 x 12 mm graftmaster. No adverse patient sequela were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 12 mm graftmaster is being filed under a separate medwatch report number. Although the graftmaster stent delivery system (sds) was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The additional therapy/non-surgical treatment appears to be a secondary effect of the failure to advance as a balloon catheter and another stent were required to treat the perforation. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A review of the device lot history record revealed no associated nonconforming material records indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.